Manufacturer narrative:
A sysmex service engineer (se) was dispatched on 04/16/2018. The se inspected the filters for the rbc/hgb drain as well as the wbc reaction unit drain and found them to be partially clogged. The filters for both were replaced and routine cleaning was performed. Quality control and a precision study was performed to verify analyzer performance. Sample analyses were judged "negative" with no interpretive program (ip) message flags. Sysmex xs-1000i software guide, chapter 6, ip messages, discusses how the system bases its judgment on comprehensive surveys of numerical data, particle-size distributions, and scattergrams; providing indications of the instrument's findings through ip messages. The purpose of ip message flagging is to alert the operator to a possible sample abnormality and the need to verify results prior to reporting to a clinician. The hgb value was low for the first sample and repeat analysis at 7.7 g/dl. The user's setting for "anemia" was set at <7.0 g/dl and was insufficient to trigger the ip message flag. The default setting for ip message "anemia" is hgb < 10.0 g/dl. The aspiration sensor was deactivated by the user at the time of initial analysis. Sysmex xs-1000i instructions for use (IFU) chapter 6, operation, discusses that the instrument is equipped with a blood aspiration sensor. The aspiration sensor can be set as disabled from the main unit setting screen as an emergency measure to allow analysis of extremely low concentration blood. The results were not extremely low, however, aspiration of the sample will not be monitored when the aspiration sensor is deactivated. There is a potential that correct results may not be obtained if the sample volume is low and the sensor could not detect a "short sample" or "sample not asp error". The aspiration sensor was reactivated on (B)(6) 2018.

Event description:
On (B)(6) 2018, the analyzer generated a falsely decreased hemoglobin (hgb) result. On (B)(6) 2018, the clinician performed a colonoscopy procedure on the patient based on the low hgb result. On (B)(6) 2018, a sample was recollected and analyzed, which generated a hgb value that was within normal range. On (B)(6) 2018, repeat analysis of the original sample resulted in a hgb value that was within normal range. No negative patient impact was reported due to the colonoscopy procedure. The patient's current condition is reported as healthy.